Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: product ID 310f29 tissue valve implanted: (B)(6) 2005 product ID 1488tc competitor implantable pacing lead implanted: (B)(6) 2003 product ID 419378 implantable pacing lead implanted: (B)(6) 2003 product ID 694765 implantable tachy lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device exhibited unexpected longevity and reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.